Event description:
It was reported that the patient went to the emergency room (ER) due to receiving inappropriate shocks for oversensing of noise. Initial impedance was within normal limits, but after interrogation the impedance was high. It also reported that the lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4) we did receive performance data collected from the device and have analyzed the data. Nineteen ventricular non-sustained tachycardia episodes were noted less than or equal to 210 ms on (B)(6) 2012 in the timeframe between 14:51:18 and 15:25:52. There were nine ventricular fibrillation episodes less than or equal to 200 ms average ventricular cycle on (B)(6) 2012 in the timeframe between 14:59:37 and 15:25:54. The ventricular short interval count (v-sic) was 1577 counts, in 0.074 day, on (B)(6) 2012 in the timeframe between 15:27:36 and 16:14:18.